Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The recipient is reportedly doing better. The recipient remains implanted. This is the final report.

Event description:
The recipient reportedly experienced wound healing issues and device extrusion. On (B)(6) 2016, the recipient underwent revision surgery. The recipient's wound has healed.